Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock lead impedances measuring 1 ohm. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock lead impedances measuring 1 ohm. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported.